Event description:
It was reported by a customer that the affinity 4 birthing bed tilted during a delivery and the caregiver was injured. Details of the injury and medical intervention, if any, were not reported. There was no report of injury to the patient. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported by a customer that the affinity 4 birthing bed tilted during a delivery and the caregiver was injured. Details of the injury and medical intervention, if any, were not reported. There was no report of injury to the patient. The customer¿s senior engineer reported the following information to the baxter service technician who inspected the bed. The caregiver sustained some bruising on their lap/knee area from the bed tipping forward. No medical intervention was reported. No injury to the patient or fetus/newborn infant was reported. The affinity 4 birthing bed is intended to be used as a birthing bed for women of childbearing age in an ldr (labor, delivery, recovery) or ldrp (labor, delivery, recovery, postpartum) setting within the acute care labor and delivery market. It is not intended for use as a general hospital bed. The baxter service technician inspected the bed and the retaining strap for the head weldment was missing causing the bed frame to tip forward. No preventative maintenance (pm) dates were noted on the bed and baxter is not responsible for the pm process at this facility. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. A contusion (bruise) is an injury to tissue with skin discoloration and without breakage of skin. Most bruises heal without treatment, but cold compresses may reduce swelling, discoloration, and pain. There was no report of medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury did not occur. The cause of the event was likely related to the bed frame tipping due to a missing retaining strap for the head weldment. If the reported problem were to recur, it would be likely to cause or contribute to a death or serious injury.